Event description:
The initial reporter received discrepant albt2 tina-quant albumin gen.2 results for three urine samples tested on a cobas 8000 c (701) module. The questionable results were not reported outside of the laboratory. The reporter stated that a few days before he noticed the questionable results, he had mistakenly put acid wash in place of naohd. Sample 1 had an initial result of 172 mg/l with a repeat result of 143 mg/l. Sample 2 had an initial result of 43 mg/l with a repeat result of 25 mg/l. Sample 3 had an initial result of 33.9 mg/l with a repeat result of 54 mg/l. The reagent lot number is 541622. The expiration date was requested but not provided.

Manufacturer narrative:
The operator realized the error four days after he incorrectly placed the acid wash and naohd. He then placed the solutions in their proper positions and has not received any new questionable results. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that reagent issues can be excluded and that the event was due to operator error.